Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ht70 plus ventilator had "date and time has been set, replaced battery coin" message. There was no patient involvement at the time of the event.